Manufacturer narrative:
Device evaluated by manufacturer: the maverick 2 catheter was received with no original packaging or other devices. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, water emitted from two (2) holes in the balloon. There was a balloon pinhole aligned with the proximal edge of the proximal markerband and a second pinhole aligned with the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. Vascular access was obtained via right radial artery. A 2.50mm x 12mm maverick²¿ balloon catheter was advanced to predilate the target lesion. However, the balloon ruptured before it reached nominal pressure. The device was retrieved intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. Vascular access was obtained via right radial artery. A 2.50mm x 12mm maverick² balloon catheter was advanced to predilate the target lesion. However, the balloon ruptured before it reached nominal pressure. The device was retrieved intact. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).